Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, pus secretion, noduli, granuloma, edema, fistulation and scarring tissue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of purulent discharge, erythema, edema, inflammation, skin irritation, scarring and patient/medical problem. "Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
In the article: "complications caused by injection of dermal filler in danish patients." Eur j plast surg european journal of plastic surgery (2016): 1-8. A patient was injected with unspecified juvéderm® in the cheeks, lips, periorbital and perioral. The patient was also injected with botox® in the forehead and periorbitally. A few days later, the patient developed erythema in the injected areas of dermal filler only. A week later, the patient had a silhouette® thread lift on each side of their face. The erythema increased and 2 weeks after the injection of filler, the patient was given surgical treatment. The patient had their nasolabial folds slit open and pus was extracted. Patient was then given dicloxacillin, moxifloxacin and metronidazole. However, the patient also developed noduli and granuloma while continuing to have "alternating edema, fistulation, and pus secretion." Over the next 5 months, the patient continued treatment with moxifloxacin, azithromycin and a single treatment with hyalase. There were no bacteria species found in a culture test. Patient is now waiting for "fat injection to [their] cheeks in order to improve the scarring tissue of [their] face."